Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable because there was an open clamp on unused supply line. Labeling review finds the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) to report receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 1. The technical service representative (tsr) assisted the home patient (hp) and explained the alarm. According to the call script the patient stated that there were unused lines which had open clamps. The tsr had the hp cycle power then explained that hp will need to start over with new supplies and that all unused clamps should be closed during therapy. The tsr advised the hp to notify the nurse in the next 24 hours. The hp will start over with new supplies. No patient injury or medical intervention was reported. No further information is available.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.